Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt diaphragmatic stimulation. The lead was found dislodged. The lead was repositioned. The patient's condition is fine after the event.